Manufacturer narrative:
Prior reports submitted for this patient under manufacturing report number 9616099-2014-00718. As reported by (B)(6), approximately 20 months following stenting with an 8x120mm smart control sfa stent in the proximal portion to the middle portion of the left limb (superficial femoral artery), restenosis was found. For the 2nd year; there was no any change with the patient¿s daily life and follow up was continued. It's un-recovering. During the initial procedure the stent was placed in the target lesion without any issue. Details of the initial procedure are not available. The percentage of restenosis is unknown. It is unknown if the patient had symptoms when the restenosis was identified. It is also unknown what testing was done to determine the restenosis. The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with implanting stents and is often associated with the progression of peripheral artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
Prior reports submitted for this patient under manufacturing report number 9616099-2014-00718. (B)(4). The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(4) smart pms for sfa, approximately 20 months following stenting with an 8x120mm smart control sfa stent in the proximal portion to the middle portion of the left limb (superficial femoral artery), restenosis was found. For the 2nd year; there was no any change with the patient's daily life and follow up was continued. It's un-recovering. During the initial procedure, the stent was placed in the target lesion without any issue. Details of the initial procedure are not available.